Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient passed out. The patient had reportedly miscalculated his carbohydrate intake and overdosed his insulin bolus. His coworkers called 911. The cgm was reportedly 180 mg/dl and the bg by emergency medical services was 80 mg/dl. The patient was treated with IV glucose and transported to the hospital. The sensor was removed. The patient was discharged after 3 hours and his bg was 110 mg/dl at that time. At the time of the report, the patient was in stable condition with a bg of 110 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.